Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: you mentioned that the "staples spit out everywhere". Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Or, did the staples fall out of the reload? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? The surgeon stated that during the 2nd firing using a gold reload, the staple line was not clean in that not all the staples formed properly. His first firing with a blue reload was fine. The second firing with the gold reload adjacent to the first blue reload firing left a ¿little hole¿ because of the poor staple line. He said it did cut.

Event description:
It was reported that during an sleeve bypass, the stapler misfired. The stapler was giving feedback that the tissue was too thick. The staples spit out everywhere. The staples were not saved but a video was taken. There were no patient consequences reported.